Manufacturer narrative:
The device has not been returned, therefore no device evaluation could be performed. Review of manufacturing and sterilization records could not be performed because the product lot number was not provided. Heraeus is unable to comment on the condition of the device or the cause of the occurence. If additional relevant information is received, a follow up report will be submitted.

Event description:
It was reported that the surgeon was not able to get the snare to engage at the hook of the filter. He was able to snare the filter around the body of the filter, but could not get it out through the sheath. He elected to perform, in his words "a little cut down" and retrieved the filter successfully. (B)(6) asked him if he felt there was an issue or problem with the snare when he used it this second time. He said no. The surgeon reported a fibrotic clot around the hook of the filter and retrieving it by open approach had caused the filter leg to bend. There was no harm to the patient. Review of the event description listed in the cir stated: the health care providere initially attempted to remove the patient's dl950f filter with an srk 35 on (B)(6) 2018 at (B)(6) hospital, (B)(6). This attempt was unsuccessful, and the snare loop would not engage around the hook, enabling successful snaring of the filter. In a post operative conversation, it was agreed that it was highly likely that there was a large clot at the hook of the filter, which was undetectable by fluoroscopy, and thus prevented the snare loop from capturing the filter at the hook. The filter was inserted approximately 6 months prior, as she was about to undergo major abdominal surgery.